Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. A 3.00x12 mm taxus express2 during eluting stent was advanced to the lesion but was unable to cross the lesion. Upon removal of the stent, strut damage was seen. The procedure was successfully completed with another taxus express2 drug eluting stent. No pt complications were reported. Pt status reported as "good."

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed.